Event description:
It was reported following a percutaneous cardiac procedure, an angio-seal was deployed. After deployment the pt developed a hematoma. The bleeding caused a vagal episode which required resuscitation. The pt was reportedly recovered. The pt was taking anti-coagulant medications of heparin, reopro, ascal, and plavix, all doses unknown.

Manufacturer narrative:
No used product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.